Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that pre-operation, the communicator wouldn't recharge. At day 1, it had been charged for an hour and still the orange light was visible. At day 2, it took the communicator from 7:30 until 14:00 to fully recharge. The communicator was completely new and had not been used. There were no environmental/external/patient factors that could have led or contributed to the issue. No diagnostics/troubleshooting was performed. Actions/interventions taken included another tm90 had been used. The issue had been resolved at the time of the report. The patient was without injury. The patient¿s medical history, gender, and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 28-apr-2024, UDI#: (B)(4). H3: analysis of the communicator identified an electrical failure regarding a loose micro usb charge port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 correction/update: analysis of the communicator identified an electrical failure regarding push button led in additional to a loose micro usb charge port. The device passed battery charging during bench testing. A device history record (DHR) review was performed, and it was determined there were no potential manufacturing issues related to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model number, serial number, and implant date of the pump was unknown.